Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 130 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer was unable to complete the rewind process. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the basic occlusion and displacement tests. No motor error alarms were noted. However, unable to prime the pump during the prime test due to a slightly loose drive support disk. The motor was tested outside of the device and it passed. The pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.